Event description:
Pt underwent an elective ICD implant. During closure, device was noted to be oversensing the ventricular lead. Testing confirmed that the lead was functioning and that the defect was within the pulse generator. This was immediately replaced with a new unit which functioned appropriately. No adverse outcome or injury to the pt.